Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9094783. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that there is disconnection from adapter with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from french to english: valve disconnects during the mobilization of the patient while the assembly has been checked beforehand. Incident reported 2 times on (B)(6) 2019 (2 different patients). Consequences for patients: discontinuation of the administration of norepinephrine hypotension observed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9094783. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-04-25. Medical device lot #: 9099769. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-05-07." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is disconnection from adapter with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from (B)(6) to english: valve disconnects during the mobilization of the patient while the assembly has been checked beforehand. Incident reported 2 times on (B)(6) 2019 (2 different patients). Consequences for patients: discontinuation of the administration of norepinephrine hypotension observed.